Manufacturer narrative:
This event is currently under investigation.

Event description:
The physician reported they had to urgently put in a chest tube in a patient with a large pneumothorax. However, the cook 8.5 fr multipurpose catheter would not slide over the metal stylet. It was very frustrating and dangerous, as they had to open a new chest tube and assemble it, and the patient was very unstable. The new one worked, but the first device was tested later and still would not slide off the metal stylet. No additional information has been received.

Manufacturer narrative:
A review of dimensional verification, complaint history, instructions for use, manufacturing instructions, quality control, trends, and visual inspection of the returned device was conducted during the investigation. One mac-loc locking multipurpose drainage catheter (ult8.5-38-25-p-6s-clm-rh) was returned in a used condition. The stylet had a slight bend noted at 28.0 cm from the proximal end. The stylet was advanced and withdrawn from the catheter with no difficulty. The length of the catheter was out of specification by 1 mm, however this could be attributed to the manipulation of the stylet and catheter by the customer. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.